Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's permanent procedure was abandoned after the pt began feeling pain in his right thigh. It was reported the physician had difficulty inserting the lead. After some time in the pacu, the pt reported feeling better and the leg pain was 90 - 100% reduced and the pt went home.